Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the device was advanced over the guide wire, deployed and removed without issues. The knot was advanced with the suture trimer and hemostasis was temporarily achieved; however, the physician pulled the suture too hard resulting in a suture break. A femostop was placed and worked as intended; however the patient developed cardiogenic shock and was transferred to the intensive care unit where they ultimately expired. Per the physician, the death was not attributed to the prostyle or femostop devices, but rather due to cardiogenic shock since the patient had severe coronary blockage, with deteriorating health. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the suture was pulled too hard during knot advancement. It should be noted that the electronic prostyle instructions for use (eifu), states: to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. It appears the IFU violation contributed to the reported suture separation. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.